Event description:
The customer reported via phone call that the insulin pump had a sticking keypad. The customer's blood glucose was 153 mg/dl. The customer did not observe any significant events leading to the keypad issues. She stated that the issue started about a week prior. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to a flattened up arrow button dome switch. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.